Event description:
The device was used during a cesarean section procedure. Reportedly, the stapler jammed and was difficult to remove. The surgeon removed the device with manipulation and completed the procedure with routine manner. The hosp has reported that no pt injury occurred.